Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level was 436 mg/dl. Troubleshooting was done. It was unknown whether the customer was using auto mode feature at the time of reported event. No further details were provided. Insulin pump will not be returned for analysis.